Event description:
The manufacturer's representative reported that the hcp was unable to aspirate the catheter prior to connecting catheter to pump during pump replacement surgery. The catheter length was unknown; an estimate of catheter length was used for programming purposes. A follow-up report will be sent if additional information becomes available.